Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received with the handle components detached from the dcs. The device was received with the capsule fully closed. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Multiple kinks are observed on the inner member shaft after the spindle hub. One of the tabs are observed to be detached from the male deployment knob component. From close observation, one of the tabs does appear to have a stress mark at the point where the tab protrudes from the deployment knob. Damage is observed on the actuator component at the base of the actuator. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was returned to medtronic for analysis and was received with the handle components detached from the dcs. Thus, confirming the reported complaint. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. Multiple kinks were observed on the inner member shaft after the spindle hub. The description of the event does not indicate that this damage occurred during the reported issue. The device was returned in a coiled configuration; therefore, it is most likely that this damage occurred in transit. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the deployment knob broke into two parts during the last third of initial deployment. The valve was implanted in the correct position. It was reported that the loading was performed by an experienced loader but it was unknown whether both deployment knob tabs were intact prior to use. There was no damage observed on the deployment knob and no unusual tension noted. It was reported that the deployment knob trigger was not used and the handle was not over-driven. No adverse patient effects were reported.